Event description:
It was reported that an infusor had no flow during patient use. However, after a nurse detached the infusor, it was noticed that fluid was flowing from the distal luer. There was patient involvement, however it was not reported if there was adverse event in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not available for evaluation; therefore, a device analysis cannot be completed and a cause could not be determined.